Event description:
This emdr is being submitted for unknown number of seals from an unknown number of boxes with unknown lot. The end user reported that he had used the seals for over a year with other company's appliance. He observed that the seal melted too much with his urine output on urostomy and could cover the stoma opening. Also, mentioned that at times it may kept the urine from coming out, but no harm or injury was reported. Furthermore, he was unsure if it contributed to leakage and no skin irritation was reported. He stated that he could wipe the seal away, including some of the other company's barrier adhesive. His usual wear time was up to two days. He reported a hernia and had his urostomy since (B)(6) 2022. Other product used includes other company's barrier rings and medical adhesive on skin as "glue". Also, used other company's adhesive remover and barrier strips. Additionally, it has been mentioned that for the past month, it has been better, his wife had been placing them further out away from the stoma. No photo is available at this time.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 third party manufacturing site: 9681410.